Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator interface board batteries. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system lost communication between the c-arm and the workstation. No pt injury was reported.